Event description:
It was reported that during implant the ventricular lead exhibited no sensing or capture, various combination were attempted all which failed. The lead was removed and a new lead was placed successfully.

Manufacturer narrative:
Analysis was normal. No anomalies were found.